Event description:
Per provider the customer states, the unit sounds like its' pumping oxygen but nothing is coming through the nasal cannula and the flow meter ball will not go up. After a couple of minutes the unit starts alarming.